Manufacturer narrative:
A new left ventricular lead was successfully implanted. To date, the attempted lead has not been received at boston scientific crm. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Additional information was received on (B)(6), 2010 that this left ventricular lead will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
Boston scientific crm received information that during the implant procedure, a guide wire and competitor's catheter were introduced to aid in implanting this left ventricular lead. As the lead was introduced; it could not be inserted completely into the competitor's catheter. Upon removal of the lead; the lead broke. The lead was removed, replaced with a competitor's product, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As the lead was not returned to boston scientific, the clinical observations could not be confirmed. Should additional information become available an amended report will be submitted.